Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on posterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ wear abrasion observed. ¿ creases were observed. ¿ white praticles observed inner the shell.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported a capsular contracture, baker grade 3. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation and later, right capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.